Manufacturer narrative:
The complaint of a hole in the catheter is inconclusive. The product implicated is one groshong 4 fr single lumen nxt PICC clearvue catheter. According to the e-mail that has been sent by velindre nhs trust, a single photograph has been sent by velindre nhs trust, a single photograph has been taken of the alleged complaint sample. The image in the photo is of the surface of groshong 4 fr catheter. The focus is upon the blue radiopaque stripe. Residual material is throughout the sample. A small void in the surface of the blue stripe is observed. It appears as a hole in the tubing. The hole is slightly depressed suggesting this may be a puncture sight. That is all that is discernible in the picture. A confirmation of the void in the tubing cannot be confirmed from the photo received. At this time the mechanism of damage is undetermined. A lot history review (lhr) of reyh1015 showed no other similar product complaint(s) from these lot numbers.

Event description:
Alleged, leaking at the exit site. Dual lumen PICC placed (B)(6) 2014. On the (B)(6) 2014 PICC flushed and allegedly leaking at the exit site. Red lumen under the skin, not on external portion. PICC exchanged. In the lab the device was connected to a syringe filled with water. Water was injected through the red lumen & leak was allegedly observed at the 45 cm mark. The line was examined under a stereo microscope and reportedly revealed a small irregular shaped hole. The hole resembles a puncture from the outside surface of the tube into the lumen.